Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP. The manufacturer received information alleging patient woke up with electrical shock on superior lip. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection of the returned device, dust-like particulate contamination and small hairs/fibers were observed across multiple components, including the iso port, heater plate (top and bottom), inlet/outlet seal, air and fine filters, blower motor and blower box, bottom enclosure, water tank, and the therapy button. White discoloration observed on the water tank heater pan was consistent with potential mineral deposit staining. Minor oxidation-related discoloration was noted on selected pca vias and test point pads, which is an anticipated condition and not indicative of device malfunction. The type, distribution, and characteristics of the contamination are consistent with environmental exposure, and the most likely source of the observed contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer. There were eight errors found. The manufacturer was not able to confirm the customer's complaint.